Event description:
Vacuum assisted delivery attempted by dr. (B)(6) 1st kiwi vacuum applied and 1 pull that was done appropriately. When pop off happened noted the sponge inside the vacuum cup appeared to not be full in the cup. Provider and bedside rn staff concerned.